Event description:
The device was received for service. During service testing, damaged batteries (high discharges = 3) were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed and the high discharges (3) condition was confirmed during service do to potentially damaged batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).